Event description:
On (B)(4) 2013, vilex received a call from local account manager that a vilex fuze, intramedullary nail had broken. Patient had surgery on (B)(6) 2013 and on a three month follow up appointment x-rays were taken and it was determined that fuze had broke at the tibia-talus join.

Manufacturer narrative:
As of this date, the doctor does not plan to remove the broken fuze. Vilex reviewed x-rays that were provided. Nonunion, weight bearing and possible failure to reduce the tibio-talar joint may have been contributing factors. Without the implant and more detailed information, vilex is unable to make a determination as what caused the implant to break. A check of previous complaints revealed there have been no complaints filed against this product. Should more information become available in the future, vilex will file a supplemental report.